Manufacturer narrative:
The device was not retuned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed and without a device to analyze, a cause for the reported clip open while locked in this incident could not be determined. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report clip open and medical intervention it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. It was noted enlarged atrium. The first clip delivery system (cds 01130u118) was advanced to the mitral valve; however, the clip opened while locked when establishing final arm angle (efaa). Efaa was performed a second time, but failed. The cds was removed with the clip attached. The procedure continued with a new cds (01130u117). The clip grasped both leaflets without issue, reducing mr to 1. Although the first and second efaa passed, the clip opened to 20 degrees during the deployment sequence. The clip was deployed; however, mr increased to 3. A second clip was deployed to further reduce mr and stabilize the opened clip. Additional clips were not implanted due to the mean pressure gradient was at 5mmhg. Two clips were implanted, reducing mr to 2. No additional information was provided. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.